Event description:
It was reported to boston scientific corporation that a obtryx was implanted into the patient on (B)(6) 2018. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: eep (erosion/extrusion/protrusion of the mesh); back pain; vaginal pain; pelvic pain; groin pain; perineum pain; anal pain; rectal pain; other pain: vulva; painful intercourse; inability to have intercourse; offensive vaginal discharge; difficulties with bowel motions; recurrent incontinence; aggravated incontinence; psychiatric injury. Surgical interventions: on (B)(6) 2021 the patient underwent further surgery regarding the obtryx implant under general anesthesia for the following purpose: remove protruding portion of sling. Nonsurgical treatments: the patient was treated with other medication (please specify): hiprex for purpose: nosocomial infection recurrence prevention. Treatment duration: indefinite. On (B)(6) 2021 the patient commenced topical treatment (including oestrogen cream): ovestin cream for purpose: reduce pain and alleviate vaginal discomfort. Treatment duration: ongoing every 3 days.

Manufacturer narrative:
Patient identifier: (B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.